Event description:
It was reported that during an unrelated procedure, right ventricle (rv) loss of pacing was noted and rv lead damage was visually observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of loss of pacing and lead damage was confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths. Visual and x-ray inspections of the lead and destructive analysis found procedural damage to the outer insulation, outer coil, and inner insulation at the proximal region. The cause of the reported events was isolated to procedural damage.